Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-07718, 2134265-2013-07719. It was reported that compromised flow in the 2nd diagonal branch occurred. In (B)(6) 2010, the patient presented with severe chest pressure and pain at approximately 7 out of 10 associated with shortness of breath. The patient was diagnosed with non st elevation myocardial infarction and underwent cardiac catheterization which revealed a 2.25 x 9.0 mm, 75% stenosed target lesion located in the 2nd diagonal branch. It was treated with pre-dilatation and placement of a 2.25 x 12 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. A second 2.75 x 17 mm, 99% stenosed target lesion located in the mid left anterior descending (lad) artery was treated with pre-dilatation and placement of a 2.5 x 20 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. During post deployment of the 2.5 x 20 mm stent in mid lad a compromised flow in 2nd diagonal branch occurred and was treated with post-dilation of mid lad using a 3.5 x 12 mm quantum balloon. However, this again compromised flow in the 2nd diagonal. Thus, the 2nd diagonal and the mid lad were again dilated with a 2.5 x 12mm and 3.5 x 12mm quantum balloons respectively. The procedure was completed with 0% residual stenosis at the 2nd diagonal branch with timi-flow 2. The patient was discharged on aspirin and prasugrel three days post procedure.